Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited lost of lack and it noticed through x-ray that it dislodged. Lead was schedule to be repositioned and it remains in service. No adverse patient effects.